Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed wounds underneath the electrodes. The patient's nurse was applying a cream to the wounds. The patient's doctor also ended use of the device. Follow-up indicated that the wounds had remained the same.